Manufacturer narrative:
(B)(4).

Event description:
The ins was interrogated prior to the case and a warning came up that there was an "invalid serial number". The ins was going to be returned to the device manufacturer. Additional information has been requested.